Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed on an unknown firing. Another device was used to complete the procedure. There was no adverse consequence to the pt. One device will be returned.

Manufacturer narrative:
Clips. Evaluation summary: the analysis results of the el5ml found that it was received in good visual condition. It was cycled, fed and formed six conforming clips, and then a double fed incident was noted causing two malformed clips. The clips were removed from the jaws and then device locked out as intended. The instrument is designed to lockout when all the clips have been fired and the orange indicator must be visible after the 13th clip is fired. It could not be determined what may have caused the finding. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.